Event description:
The customer reported that during an adult lacrimal intubation procedure, the tubing broke at the junction to the probe. He tried two additional sets, and those broke as well. The three complaint samples were not saved. Product code lis27t.